Event description:
Spontaneous inbound call from patient's mom, reported that pump was not working properly and it's showing low battery after 2 infusions. Mom charged batteries and it still showed low after 2 infusions. Used to infuse fabrazyme 65 mg every week. Pt. Did not miss a dose, no adverse events reported; device is available for return; unknown lot/expiration. No further information or dates known. Reported by(B)(6) by patient/caregiver.